Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd set with cassette green caps (pull ring) were observed to have fallen off the patient line. It was further described as the "the caps on patient line falls off when they were removing the cassette from the packaging". The event was observed when the caregiver removed the device from the packaging. The patient was not connected to the device. Therefore, there is no patient involvement. No additional information is available.